Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - flat pump.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. Attempts have been made to obtain additional information surrounding this event. However, additional information has not been received. If additional information becomes available, the complaint will be re-evaluated according to procedures. A titan otr pump, two cylinders and detached inlet tubing were received for evaluation. Examination and testing of the returned components revealed the detachment site of the detached inlet tube to be rough and irregular, indicating sufficient stress(s) was exerted to separate the site. Pulled monofilaments were noted at the rough and irregular detachment site of the inlet tube. Partial separations within abrasion were noted in the detached inlet tube. Testing revealed these not to be sites of leakage. Separations were noted in the bladder of cylinder 1. Testing revealed these to be sites of leakage. The separations appeared smooth and straight, indicating contact with sharp instrumentation. A separation was noted in the bladder of cylinder 2. Testing revealed this to be a site of leakage. The separation appeared within an area of burn-like marks, indicating contact with a cauterizing tool. Partial separations within abrasion were noted in both exhaust tubes of the pump. Testing revealed these not to be sites of leakage. Surface abrasion was noted on both exhaust tube strain relief of the pump. Based on previous quality simulations, the examination of the returned product and the reported information, quality concluded that the rough and irregular surfaces associated with the detachment site of the detached inlet tube indicate that sufficient stress(s) may have been exerted to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. The reservoir was not returned so the detachment end of the reservoir inlet tube could not be examined. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the bladder of cylinders 1 and 2 occurred subsequent to the device packaging being opened. As the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or after explant. These separations are not associated with the cause for failure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 2563544.